Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) and was in storage mode. It was noted the device was programmed to high outputs. At this time the monitoring voltage and charge time measurements are unknown. The device was being explanted and no adverse patient effects were reported.